Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results showed that one gst60d reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, the metal part of the gold reload was released from the plastic part, remaining in the device. When the nurse tried to put a new reload, it did not fit because of the metal part of the other reload still remain in the device. They found the problem, remove this part away and reload a new gold reload. The surgery only was delayed a few minutes. There were no patient consequences reported.